Manufacturer narrative:
Other, other text: additional information h3, h6. Device evaluation: samples and photos were returned for investigation. A visual inspection of the photo found a leak in the union between pump tube and bag. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts that could cause the reported failure. During functional testing, the sample unit was filled with colored water using a syringe in order to detect any leakage. No leaks were identified. The reported failure was not confirmed. The root cause cannot be established. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
H6. Device evaluation: samples and photos were returned for investigation. A visual inspection of the photo found a leak in the union between pump tube and bag. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts that could cause the reported failure. During functional testing, the sample unit was filled with colored water using a syringe in order to detect any leakage. No leaks were identified. The reported failure was not confirmed. The root cause cannot be established. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the customer noticed medical fluid was leaking from it. No patient consequences were reported. No adverse effects were reported.